Event description:
The patient woke up at 5:30am and was feeling shaky and disoriented. The patient tested her blood glucose on the suspect device and it was 95mg/dl. She called the paramedics and 15 minutes later they tested pt's blood glucose on their device and it was 40. The pt was given dextrose on the way to the hospital. The device was not coded correctly.